Manufacturer narrative:
Initial.

Event description:
It was reported that after receiving a replacement ilet, the user experienced hyperglycemia, with a documented blood glucose value of 307 mg/dl, and the cause was unclear despite troubleshooting and education completed. Symptoms included high blood glucose. Outcomes included no reported long-term impairment or hospitalization. Investigation included review of available outcome reports and completion of user troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component failure, and no specific contributing factor was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.